Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection. The lead was successfully explanted. No adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.